Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a previous smoker with a medical history of hypertension, hyperlipidemia, coronary heart disease and a rutherford assessment of moderate claudication. During the index procedure ((B)(6) 2013), one in.pact admiral balloon was used to treat a lesion located in the distal sfa. The patient suffered restenosis of the right superficial femoral artery ((B)(6) 2017). The patient was treated with a drug eluting balloon (deb) on (B)(6) 2017 and a hawkone 7f directional atherectomy device for a thrombectomy procedure. Approximately 8 days post procedure, the right sfa was treated for a thrombosis with thrombectomy using a non-medtronic device ((B)(6) 2017).